Manufacturer narrative:
Investigation summary: investigation summary: customer returned (200) 1ml, 6mm, 31g bd safetyglide insulin syringes in sealed blister packs with the shipping carton from lot # 8087604. Customer states that the plungers are at five when they should be at zero on the syringes. Thirty out of 200 returned syringes were examined and all plunger rod /stoppers were placed between the 0-5 unit markings. No defects were observed on any of the examined syringes. A review of the device history record was completed for batch # 8087604. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a syringe 1.0ml 31g tw 6mm bls 400 sg was at 5 when it should be at 0.